Manufacturer narrative:
The display was returned to the manufacturer for analysis. Analysis found that visual inspection confirmed led power indicator of the mvs monitor was physically damaged. Power button was broken and missing. Analysis found that the reported event was related to a physical damage issue. Cable assembly, mvs pcba and power supply have been received by the manufacturer for evaluation but the results are not available yet.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the umbilical cable, the mobile view station (mvs) monitor, the uninterruptible power supply (ups) and the mobile view station (mvs) power board were faulty. They were replaced. The system passed system inspection, imaging modalities and mechanical tests. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that one pin of the umbilical cable connector, the image acquisition system (ias) side, came off and that the umbilical cable could not be properly connected. No patient present.

Manufacturer narrative:
The cable and mobile view station (mvs) uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis was unable to confirm reported complaint "damaged umbilical cable." The cable passed visual test, no visible damage found. Tested cable with cable validator and multi-meter. Cable passed continuity testing and both the detector and image acquisition system cables passed gbit testing. When installed in a known good system, motion, x-ray, communication and charging of the system passed. 2d, 3d images as well as image retrieval were successful. No fault found. Mvs was unable to be powered off. Installed mvs power board in o2 test system c1416. The system booted, readied and charged, as expected. All communications and all power inputs were as expected. Perform 2d and 3d imaging, both were successful. No problem found. The image acquisition system (ias) ups was also returned to the manufacturer for analysis. Analysis was unable to confirm reported issue "damaged umbilical cable." Charged ups for at least 6 hours with customer's battery, unit failed load test in 30 seconds. Charged new battery for at least 6 hours. Load test was performed and passed 5 min 30 sec. No functional problem found. If information is provided in the future, a supplemental report will be issued.